Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found small speck optic of lens was noted at 2x. Claim# (B)(4).

Manufacturer narrative:
Patient information: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
Reportedly, a cq2015a intraocular lens, diopter +20.0 was received with a white speck on it. A back-up lens was implanted. There was no patient contact with the lens.

Manufacturer narrative:
Additional information: h6-method code 3331- based on the results of the investigation, one of the compositions of the particulate found on lens is likely to be collamer material particulates generated during the machining process. We are unable to determine any definitive root cause for this event. The cq2015a product line has been discontinued as of 2019, thus no further action is necessary. There is no indication that suggests a deficiency in the manufacturing process, further action is not required at this time. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331 and 4112: based on the results of the investigation, one of the compositions of the particulate found on lens is likely to be collamer material particulates generated during the machining process. We are unable to determine any definitive root cause for this event. Operators involved in the manufacturing of this nonconforming lens will be retrained in identification of cosmetic defects such as particulates on lens. There is no indication that suggests a deficiency in the manufacturing process, further action is not required at this time. Claim#: (B)(4).